Manufacturer narrative:
Device is a combination product.   It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending artery (lad) with 50% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. The lesion was treated with direct placement of a 2.25x16mm promus element¿ plus drug-eluting stent. Following post dilatation, the residual stenosis was 0% with timi 3 flow. On the following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2017, the patient expired due to unknown cause of death.

Manufacturer narrative:
Describe event or problem, patient code and device code updated. (B)(4).

Event description:
It was further adjudicated that stent thrombosis possibly occurred.